Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device failed to appropriately deliver shock to the patient. The patient experienced chest pain, fatigued, dizziness, and shortness of breath. The patient presented to the ER and was admitted. It was noted that the patient has histories of frequent arrhythmias. The patient was later discharged in stable condition.